Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft4605 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I (a bd clinical specialist) was at the bedside doing accucath training with one of the emergency department nurses at this facility. We went to the bedside and placed a 20 gauge 2.25" accucath successfully, but when the safety mechanism was engaged the user felt resistance removing the safetied needle housing. User was advised to remove both the catheter and safetied needle housing and upon removed nitinol guidewire was coiled twice." No pt. Harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged coil on the accucath guidewire was confirmed, but the exact cause could not be determined from the investigation. The distal end of an accucath guidewire was returned for investigation. It appears that the guidewire was cut 1.55¿ from the loop at the tip of the guidewire. The remainder of the accucath deployment system and the catheter were not returned for investigation. A microscopic examination revealed a kink in the looped wire, which created a dislocation in the loops. What appeared to be dry biological residue was observed on the looped section of wire, which indicates that the sample was used. It was reported that the damaged guidewire made it difficult to remove the guidewire from the catheter. While the guidewire may have been damaged during use from advancement against resistance, the observable features on the returned sample did not contain enough information to identify a specific root cause of the reported event.

Event description:
It was reported "I (a bd clinical specialist) was at the bedside doing accucath training with one of the emergency department nurses at this facility. We went to the bedside and placed a 20 gauge 2.25" accucath successfully, but when the safety mechanism was engaged the user felt resistance removing the safetied needle housing. User was advised to remove both the catheter and safetied needle housing and upon removed nitinol guidewire was coiled twice." No pt. Harm reported.